Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to charging difficulties. The patient is doing good and getting adequate stimulation. Explanted device will not return due to facility policy and electrocautery was not used during the procedure.

Manufacturer narrative:
Correction to blocks: b5.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure wherein the implantable pulse generator (ipg) was replaced after reportedly being "dead". The patient is doing good and getting adequate stimulation. Explanted device was returned to boston scientific for analysis and electrocautery was not used during the procedure.

Manufacturer narrative:
Supplemental submitted to include additional information received that changed b5.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure wherein the implantable pulse generator (ipg) was replaced after reportedly being "dead". The patient is doing good and getting adequate stimulation. Explanted device was returned to boston scientific for analysis and electrocautery was not used during the procedure. Additional information was received that clarified that the patient experienced difficulty charging the ipg.

Manufacturer narrative:
Supplemental submitted to include additional information received that changed b5 and h6 fields as the device has been received but evaluation has not begun.

Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to charging difficulties. The patient is doing good and getting adequate stimulation. Explanted device will not return due to facility policy and electrocautery was not used during the procedure. Additional information was received stating the device returned to boston scientific for analysis.

Manufacturer narrative:
The returned implantable pulse generator (ipg) was successfully recharted within a four-hour cycle. Analysis of data logs did not reveal any anomalies related to premature battery depletion. However, a review of the charging log revealed two issues that contributed to the inability to charge or longer charging time than expected: possible misalignment of the charger with the ipg causing lower than expected charge current, and poor ventilation causing the charging process to stop once a temperature limit is reached. A labeling review revealed centering the charger over the ipg ensures the shortest charging time. Additionally, stating the charger should be well ventilated. With all the available information, boston scientific concludes that the allegation that "the patient was having difficulty charging the ipg" has been confirmed. The testing of the ipg did not reveal any anomalies. However, a review of the data logs found that the user may have not followed the proper instructions to charge the ipg. Therefore, this investigation is assigned a probable cause of "failure to follow instructions".

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure wherein the implantable pulse generator (ipg) was replaced after reportedly being "dead". The patient is doing good and getting adequate stimulation. Explanted device was returned to boston scientific for analysis and electrocautery was not used during the procedure. Additional information was received that clarified that the patient experienced difficulty charging the ipg.